Manufacturer narrative:
Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the deployed straps could not be caught in the tissue at all and fell off repeatedly. Another device was used to complete the case. There were no adverse consequences to the patient reported. No additional information was available.